Manufacturer narrative:
Upon further review, it was determined that this report was inadvertently submitted as a duplicate MFR. Report number 2016493-2026-30215 please refer to MFR. Report number 2016493-2026-30102.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer es fridge displayed a white screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer es fridge displayed a white screen. However, there were no delays or adverse events or injuries reported based on this event.